Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). A partial unique device identifier (UDI) was reported. The complete UDI number will be provided with device analysis. The safety and effectiveness of the prostar xl devices have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a prostar xl device with a 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, one needle did not deploy correctly and curved out of the artery. There had been no difficulty positioning the device. Surgery was done to extract the needle and repair the artery. Although the name of the physician has bee provided, it is unknown if the physician is trained in the use of the prostar xl device. There was no reported adverse patient sequela. There was reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to deploy the needles was confirmed. The reported bent needle could not be confirmed as three of the four needles were not returned and the returned needle was not bent. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to deploy the needles, bent needle and tissue damage appear to be technique related. The surgical treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The physician is trained in the use of the prostar xl device.